Event description:
During a follow-up in-clinic, pacing inhibition that resulted in asystole during pacing lead impedance test on a left ventricular (lv) lead was observed on the device. The patient was pacemaker dependent. Technical services were contacted and suggested reprogramming recommendations to do before the lv impedance testing. Reprogramming suggested were performed before testing the lv impedance. The patient was stable.